Event description:
Same case as: 2184052-2014-00059, 00058, 00056, 00054, 00055. It was reported that during surgery the surgeon had trouble implanting the infix implant. The first set of 8mm struts started to scissor, so they were put aside and the surgeon loaded two new 8mm struts in the guides. After trying to lock the construct the locker did not work. The surgeon looked and saw the 8mm struts had scissored and damaged the endplate. The surgeon used different sizes struts was able to successfully complete the surgery.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The most probable root cause of this event was operational context as the device performance was limited by procedural/anatomical factors.